Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 300 mg/dl. Customer¿s current blood glucose value: 117 mg/dl. The customer experienced symptoms such as difficulty in breathing. Customer was using insulin pump system within 48 hours of reported event. The customer was treated with IV injections during hospitalization. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.